Event description:
The lead was returned with no information, but appears to an attempted but not implanted lead. We will conduct follow-up to determine why the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The distal conductor was distorted, helix bent, and blood on the helix. The lead insulation is twisted due to turning the connector pin and the helix not retracting. This is due to the distorted coil in the connector. The full lead was returned and analyzed.